Event description:
It was reported that during use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was hemolysis. The following information was provided by the initial reporter, translated from portuguese: the tubes present too much hemolysis and blood bags are being lost, because the issue prevents malaria test through nat method with the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos and 1 video were provided for investigation. The photos/video were reviewed and the indicated failure mode for hemolysis was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of september 2023. Unfortunately, the tubes were expired prior to analysis. Further clinical testing cannot t be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was hemolysis. The following information was provided by the initial reporter, translated from portuguese: the tubes present too much hemolysis and blood bags are being lost, because the issue prevents malaria test through nat method with the tube.